Manufacturer narrative:
There were no known adverse effects to the patient; however cardinal health is proactively filing this due to the potential for harm. The device history record of the complaint lot was reviewed. The lot was inspected and released in compliance with all requirements. Trending was done for the past 12 months, and this is the 1st event involving this catalog number for this defect. The sample was not available for evaluation. Without the sample it is difficult to determine if the reported issue occurred due to device defect or due to device usage technique, therefore the exact root cause could not be determined for this case.  There is no action plan at this time; however we will continue to monitor complaints for any unfavorable trends, which might require further investigation.

Event description:
Received medwatch from the FDA which stated that the tip of glove was found in the patient's chest wall (status post chest tube placement) when patient had a thoracoscopy with bleb resection 5 days later. No patient harm.